Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-dehp i.v. Catheter extension set disconnected. When the device was ¿saline locked¿ the t-connector disconnected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: upon additional information, the quantity was reported as two (2) devices and the device was successfully changed out. H10: two (2) devices were received for evaluation. During visual inspection, one sample was received with two unknown pieces and without bantam slide clamp. The second sample was received with an unknown piece attached. Additionally the microbore winged female luer lock adapter was observed separated from the tubing and the female luer lock was observed with a piece of he tubing in the two units. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.